Event description:
The customer reported background failures for platelets (plt) on the coulter lh 500 hematology analyzer. Erroneous results were not generated in connection with this event and there was no report of injury or change to patient treatment. A beckman coulter field service engineer (fse) evaluated the instrument at the customer's facility.

Manufacturer narrative:
The fse found disconnected tubing at the sweep flow tank (sf1) causing a diluent leak. The volume of the leak was not specified and the leak was contained within the analyzer. Sf1 supplies the diluent that flows behind the red blood cell aperture to sweep cells away as they exit the aperture, preventing the cells from swirling back into the sensing area. The fse replaced the sweep flow coil and sweep flow check valve which resolved the leak and the reported background failure. The fse also found the probe assembly on the blood sampling valve (bsv) would not rotate outward. The fse replaced solenoid lv16 on the bsv module to address the issue. The fse also replaced the air cylinder, cl1, which had a broken port. (B)(4).